Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, residual material in the central hole of the lens was observed. Anterior chamber flushing was performed. There is no effect on visual acuity, vault, and iop.

Manufacturer narrative:
H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).

Manufacturer narrative:
H6: the device history record review indicates that the product has been manufactured within the established process parameters and that there is no indication that the manufacturing and/or processing of the device contributed to the complaint issue. Root cause not determined as investigation is limited without product return. Claim# (B)(4).